Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients right eye (od) and the lens was reported as having excessive vaulting. The surgeon plans to monitor the patient for some time and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 the lens remains implanted and no complaints are reported further from surgeon. (B)(4).